Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient was refilled the day prior to the report date. The patient was admitted to the emergency room (ER) late that night/early on the morning of the report date. The patient was in renal failure and unresponsive. It was reported that the patient was responsive to narcan. The device manufacturer representative went to the ER in the morning on the report date to assist in programming the pump to stopped pump mode. The patient was reportedly admitted to the ICU (intensive care unit). The representative then went back on the morning of the report date and assisted in programming the pump to minimum rate mode. The patient was receiving dialysis at the time and was still groggy/ confused. The patient¿s managing health care provider (hcp) planned to access the pump to check for a potential pocket fill from the refill once the patient was out of the ICU. The device system was used to deliver morphine 5mg/ml at a dose of 0.3mg per day. It was later reported that the on-call hcp at the ER had the device manufacturer representative program the pump to stop and hit update to stop the pump the night of the event. The next day, the managing hcp made arrangements for the device manufacturer representative to go back in and set the pump to minimum rate with the update done by the hospital hcp. It was reported that following weekend the managing hcp indicated the patient made a dramatic turnaround. The hcp believed the patient was septic at the ER. The hcp had not filled the pump again but was going to let the device manufacturer representative if the residual volume was not correct. No further information was available.